Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition"), fibromyalgia ("fibromyalgia"), abdominal distension ("bloating"), cyst ("cysts"), mood altered ("moodiness") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hyst. (Full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dermatitis allergic, fibromyalgia, abdominal distension, cyst, mood altered and allergy to metals outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, cyst, dermatitis allergic, device dislocation, dysmenorrhoea, fibromyalgia, genital haemorrhage, mood altered and pelvic pain to be related to essure. The reporter commented: she receiving treatment for pain-dysmenorrhea, pelvic/abdominal pain, migration. Complications during removal surgeries : repeat/multiple surgeries (B)(6) 2016 salpingectomy (bilateral), oophorectomy (unilateral). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: new pfs received- new events added- dysmenorrhea, pelvic/abdominal pain, bleeding, rash/skin condition, nickel allergy, fibromyalgia, bloating, cysts, moodiness, migration. Removal date added. Product indication was updated. Lab data was added. Outcome of events pain and bleeding from unknown to recovered/resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.